Event description:
It was reported that a large volume infusor was "not running completely." There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between may 31, 2013 and june 3, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the actual sample was not available for evaluation; however, a photo was available for inspection. The reported condition was not confirmed during photographic inspection as a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.